Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implant date: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing noted on recorded atrial tachycardia/atrial fibrillation (at/af) causing false/early termination of episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.